Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was observed to be depleting rapidly. The customer's blood glucose (bg) was 230 mg/dl. Tandem technical support instructed the customer to monitor the battery performance. Customer acknowledged. Multiple contact attempts were made by tandem technical support to determine if the issue persisted; however, the customer did not respond.